Manufacturer narrative:
The product has been returned for investigation.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Manufacturer narrative:
In regard to this event, soft tip backflush cannula's were received for investigation. Visual inspection confirmed the presence of a white substance on of the metal shaft of the cannula's. Since the origin of the observed substance could not be determined within dorc, the product was sent to sgs laboratory in belgium for forensic analysis. The results of the forensic investigation revealed that the white substance was in fact precipitated vapor from the glue that is used during product assembly. Unfortunately, the precipitation was not noticed prior to product release. A database search showed that no similar complaints have been reported on this type of device previously. Consultation with our external; manufacturing partner revealed that the manufacturing process was not properly followed. It was found that the curing time was not respected and the glue was not evaporated properly before the cannula was packaged. Based on the investigation findings, it was determined that the reported event is attributable to human errors during manufacturing and quality control. Please note that actions have been taken to prevent re-occurrence in the future. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Please note that actions have been taken to prevent re-occurrence of human error during quality control.